Event description:
Based on additional information received on 28-nov- 2017, this case initially considered non serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This case is cross-referred to case ID (B)(4) (same reporter). This unsolicited case from united states was received on 28-nov-2017 from other healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later after few hours experienced severe swelling. Also device malfunction was identified for the reported lot number. No relevant past drugs, medical history, concomitant medications and concurrent conditions were reported. On an unknown date in (B)(6) 2017, the patient initiated treatment with intra- articular synvisc one injection at a dose of 6 ml (batch number: 7rsl021; expiry date: 31-may-2020) once for osteoarthritis. On an unspecified date in (B)(6) 2017, few hours after the injection, the patient experienced severe swelling that began a day or two after the synvisc one injection and lasted for several days and required treatment in the emergency room. Corrective treatment: unspecified treatment for severe swelling. Outcome: recovered/ resolved for both. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 28-nov-2017 and 17-dec-2017 (both processed together with the clock start date of 28-nov-2017). This case initially considered non serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 28-nov-2017: this case concerns a patient who received synvisc one injection from the recalled lot and later experienced swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the product cannot be excluded.